Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. The capsule was found at the back of the mouth. An endoscopy was performed prior to the bravo procedure and the esophagus appeared to be normal. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.